Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in a pt. It was reported that rotational atherectomy and ballooning of the mid lcx and om2 were completed prior to the unsuccessful delivery of the relevant endeavor sprint rx stent. The stent dislodged in the lm during repositioning of the guide. The dislodged stent was crushed against the vessel wall using a balloon dilatation catheter and the procedure was successfully completed with the deployment of an endeavor stent across the lm and the prox lcx. It was reported that the physician did not attribute the dislodgement to the relevant device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (complex diseased vasculature), (the relevant stent dislodged during repositioning of the guide), (stent dislodgement), (stent). Evaluation conclusion: (complex diseased vasculature), (the relevant stent dislodged during repositioning of the guide).